Event description:
It was reported that a patient underwent a l4-l5 minimal access transforaminal lumbar interbody fusion. During an attempt to lock down a set screw onto the rod, the screwdriver slipped off the screw and the set screw disengaged and fell forward into the patient. Surgeon completed the case by securing the peek rod and made several attempts to retrieve the set screw but decided it was better to leave the set screw so, no damage was done to the patient. Thus far, no patient complications have been reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.